Event description:
The customer reported to olympus, the gastrointestinal videoscope exhibited leakage. The device was returned and an evaluation at the repair center revealed clogging of the air/water channel with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being submitted for additional information received as part of device evaluation. Please see updates to b5, d9, h4, h6 and h10. An evaluation of the returned device confirmed the customer allegation. The bending section cover was pierced and leaky. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
It was further reported that during evaluation of the returned device, deposits were found inside one of the light guide cover lens, but cleaned during the inspection phase.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the foreign material was dirt but could not be confirmed. Since the foreign material was not on the external surface of the device, the material could not be removed by reprocessing. The specific root cause of the foreign material could not be determined at this time. The events can be detected/prevented by handling the device in accordance with the following instructions for use. "Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities.". "Inspect the objective lens and light guide lens at the distal end of the endoscope¿s insertion section for scratches, cracks, stains, or other irregularities.". Olympus will continue to monitor field performance for this device.